Event description:
While in use this trilogy ventilator alarmed "vent service required" with an error code 344. The ventilator was returned to philips/respironics for repair. The oxygen and 202 pca kit was replaced, the software was upgraded to rev. 11.5, and recalibration was performed. We have received verbal information from the service department stating that they have seen intermittent problems like this and a hardware update is forthcoming. Two devices at this facility are affected.